Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up shortly after initial implant. Upon interrogation, the right atrial lead exhibited a change in capture thresholds. On (B)(6) 2017, the lead was capped and replaced. Patient had no adverse effects and was stable post procedure.